Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured. It was also reported that the lead exhibited high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.